Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, after the wire crossed the lesion, dilation was performed. However, during the initial dilation it was noted that the burr ruptured at 6atm within 5 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.